Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a metallic wire is noted imbedded in the upper part of the endometrium') and pain ('chronic pain') in an adult female patient who had essure (ess205) (batch no. 508835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes, fibromyalgia, vitamin d low and dysfunctional uterine bleeding. Concomitant products included citalopram and clonazepam. On (B)(6) 2006, the patient had essure (ess205) inserted.in 2006, the patient experienced dysgeusia ("allergic or hypersensitivity - metallic taste in mouth;"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), migraine ("migraines") and headache ("headaches"). In 2007, the patient experienced anxiety ("anxiety"), depression ("depression"), panic attack ("panic attacks") and bladder prolapse ("bladder drop due to hysterectomy"). In 2010, the patient experienced premature menopause ("early menopause"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pain (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), back pain ("lower back pain"), abdominal pain ("pain abdominal"), hypersensitivity ("allergy ¿ hypersensitivity"), psychological trauma ("psych injury"), fatigue ("fatigue"), nausea ("nausea"), vomiting ("I started vomiting"), vulvovaginal pain ("vagina pain") and abdominal pain upper ("stomach pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the embedded device, dysmenorrhoea, hypersensitivity, psychological trauma, fatigue, hormone level abnormal, migraine, headache, nausea, weight increased, dysgeusia, premature menopause, anxiety, depression, panic attack, vomiting and bladder prolapse outcome was unknown and the pain, pelvic pain, back pain, abdominal pain, vaginal haemorrhage, menorrhagia, vulvovaginal pain and abdominal pain upper was resolving. The reporter considered abdominal pain, abdominal pain upper, anxiety, back pain, bladder prolapse, depression, dysgeusia, dysmenorrhoea, embedded device, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pain, panic attack, pelvic pain, premature menopause, psychological trauma, vaginal haemorrhage, vomiting, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Lot number: 508835 manufacture date: 2005-08 expiration date: 2007-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a metallic wire is noted imbedded in the upper part of the endometrium') and pain ('chronic pain') in an adult female patient who had essure (ess205) (batch no. 508835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes, fibromyalgia, vitamin d low and dysfunctional uterine bleeding. Concomitant products included citalopram and clonazepam. In 2006, the patient experienced dysgeusia ("allergic or hypersensitivity - metallic taste in mouth;"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), migraine ("migraines") and headache ("headaches"). In 2007, the patient experienced anxiety ("anxiety"), depression ("depression"), panic attack ("panic attacks") and bladder prolapse ("bladder drop due to hysterectomy"). In 2010, the patient experienced premature menopause ("early menopause"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pain (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), back pain ("lower back pain"), abdominal pain ("pain abdominal"), hypersensitivity ("allergy ¿ hypersensitivity"), psychological trauma ("psych injury"), fatigue ("fatigue"), nausea ("nausea"), vomiting ("I started vomiting"), vulvovaginal pain ("vagina pain") and abdominal pain upper ("stomach pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the embedded device, dysmenorrhoea, hypersensitivity, psychological trauma, fatigue, hormone level abnormal, migraine, headache, nausea, weight increased, dysgeusia, premature menopause, anxiety, depression, panic attack, vomiting and bladder prolapse outcome was unknown and the pain, pelvic pain, back pain, abdominal pain, vaginal haemorrhage, menorrhagia, vulvovaginal pain and abdominal pain upper was resolving. The reporter considered abdominal pain, abdominal pain upper, anxiety, back pain, bladder prolapse, depression, dysgeusia, dysmenorrhoea, embedded device, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pain, panic attack, pelvic pain, premature menopause, psychological trauma, vaginal haemorrhage, vomiting, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs and mr received : lot number added. Following events were added : abnormal vaginal bleeding, menorrhagia, allergic or hypersensitivity - metallic taste in mouth, early menopause, anxiety, panic attacks, depression, I started vomiting, pain abdominal, lower back pain, pelvic pain, vagina pain, stomach pain, a metallic wire is noted imbedded in the upper part of the endometrium, bladder drop due to hysterectomy. Medical history,concomitant conditions,concomitant products and reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('chronic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), hypersensitivity ("allergy ¿ hypersensitivity"), psychological trauma ("psych injury"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pain, dysmenorrhoea, hypersensitivity, psychological trauma, fatigue, hormone level abnormal, migraine, headache, nausea and weight increased outcome was unknown. The reporter considered dysmenorrhoea, fatigue, headache, hormone level abnormal, hypersensitivity, migraine, nausea, pain, psychological trauma and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2006: essure confirmation test(s) (unspecified) result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Lab data added. Events : dysmennorhea (cramping), chronic, allergy hypersensitivity, psych injury, fatigue, hormonal changes, migraines, headaches, nausea, weight gain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.